Event description:
It was reported to philips that the system shut down on its own and was unable to turn back on. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected an undergoing coronary procedure was performed when the issue happened. The procedure was aborted at the time of event. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing log, it confirmed that reported malfunction. Upon troubleshooting, fse found burnt components in the power distribution unit (pdu) and discovered that the l2 phase of the 3-phase power supply was at 0 volts and hospital electricians traced the missing l2 phase to the scorched schneider 400v ups. To resolve the problem, ups was bypassed to supply 415v directly to the philips pdu and fse replaced the pdu assembly to accept the 415v supply and return the part for further analysis and there is a malfunction of pdu control module. After replacing the pdu assembly, the system was returned to use in good working order.the codes were updated based on the investigation outcome.